Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapies were not reported. No additional information is available.